Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported, following catheter implant, the patient experienced possible irritation in the intrathecal space at the catheter site. The patient also experienced knee pain, and bowel and bladder issues. A (B)(6) study, x-ray and magnetic resonance imaging were performed. The results of the diagnostic testing and troubleshooting remain unknown. The decision was made to replace the catheter, and move the new catheter to a different location in the spine. The pump was used to deliver morphine. There was no alleged pump issue, and the pump remains implanted. The catheter was partially explanted. The explanted portion of the catheter was not returned because it was discarded at the hospital. The exact cause for the patient¿s symptoms remains unclear, and the patient¿s outcome following replacement remains unknown. Follow-up was performed to obtain this information. If additional information becomes available, a supplemental report will be submitted.